Manufacturer narrative:
D4 - primary UDI number and g1 - contact office email; corrected. D9: date returned to mfg.: 8/2/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was not verified or duplicated during testing. The pressure chambers can take 2-4 minutes to get to operating pressure. This is due to resistance from the 1000ml i.v bag. The customer is seeing the gauge pause around 250mmhg because that's when the bladder fills enough to have resistance from the i.v bag, then the compressor in the device must work harder against the resistance to get to the operating pressure of 280-290mmhg. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during preventative maintenance that with the device, the bladder did not inflate to 290 mmhg, it stayed approximately 270mmhg.there was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.